Event description:
Device 2 of 2. During the colonoscopy procedure, radial jaw 3 biopsy forceps were used. It was reported that the "jaws were not closing correctly, one would not close and one was flopping around" refer to associated manufacturer report 3005099803-2008-05038 for a description of the first event.

Manufacturer narrative:
Other (misaligned).